Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use: operation manual gif-q260j chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope operation manual gif-q260j chapter 4 operation:4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement.